Event description:
The reporter indicated that a 12.6mm vicm612.6 implantable collamer lens of a -6.5 diopter was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was removed and a toric lens was implanted due to refractive suprise, refractive change over time, glares/halos, and blurred vision. Cause of the event is unknown. The problem was resolved. Reportedly, "everything is good, nothing to add."

Manufacturer narrative:
H6: work order search found no similar complaints. Claim#(B)(4).

Manufacturer narrative:
H3:device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#(B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).